Event description:
Healthcare professional reported "a left side capsular contracture, baker grade IV." Device has been explanted.

Manufacturer narrative:
The event of " capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed on the surface of the shell. Wear abrasion observed on the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.4., d.9., h.3., h.4., h.6.

Event description:
Healthcare professional reported "a left side capsular contracture, baker grade IV." Device has been explanted.